Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It is not known how, but the patient was brought to the emergency room where a fingerstick was performed. The cgm reading was 65 mg/dl, and the blood glucose reading was 32 mg/dl. The patient was treated with a glucagon injection and with intravenous glucose fluids. The patient recovered after 1 hour and was discharged from the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.